Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'failed psi test' was reproduced during evaluation. A review of the event history log revealed 'downstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation found that the pump passed the flow accuracy testing but failed the downstream occlusion testing for undetected downstream occlusion and the downstream sensor reading was out of specification. The cause of the condition was determined to be a failed attempted calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed pounds per square inch (psi) test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.